Event description:
New information received states that the lead was repaired with medical adhesive.

Event description:
It was reported that externalized conductors were observed. Lead remains implanted. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.